Manufacturer narrative:
H3, h6: one twinfix ultra pk 4.5mm suture anchor was used for treatment and returned for evaluation. Visual inspection confirmed that the anchor was fractured into two portions. Both were returned. Suture was still running through the segments. The insertion device tip was extremely damaged. Both forks were bent and twisted around the distal tip of the inserter. Force was a contributor to the failure. Symptoms indicated excess torque and twisting was applied. The anchor fracture also sligns with loss of axial alignment. Normal bone calls for prep with a 3.8mm tapered awl. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no root cause related to the manufacture of this device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product, procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during shoulder rotator cuff repair surgery, the anchor was found fractured when screw-in. The device broke inside the patient but the pieces were successfully removed. No significant delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.